Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the customer was having low blood glucose for a few days. The customer¿s blood glucose at the time of the incident was 50 mg/dl. The customer was treated with glucose tablets. The customer¿s current blood glucose was 276 mg/dl. Troubleshooting was performed. The insulin pump¿s programming was accurate. The device passed the self-test and the displacement test. Due to the customer¿s parent request the device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.